Event description:
Customer reported a malfunction alarm identified by the code malf 1 on their insulin pump, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.